Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Inspection of the device's internal log file confirmed low battery and shutdown messages; these occurred in 2007 and are consistent with the customer's report. Testing duplicated the claim of an inability to charge the battery using an external power source; the device displayed a persistent low battery message and would shut itself off. The identified malfunction was traced to a failed power supply board. Replacement of the circuit board restored normal device operation. Evaluation of the removed board was inconclusive with regard to root cause. A supplemental MDR will be filed if examination of the circuit board reveals a reason for its failure.

Event description:
The customer stated that a battery will not charge when plugged into the device. The problem was observed during the customer's routine testing of the device and no pt was involved.